Manufacturer narrative:
Device data for 20-may-2025 were reviewed. No malfunction alerts or motor errors were identified. Logs show multiple low glucose-related alarms on the event date, including low glucose (alarm 22), urgent low soon (alarm 21), and urgent low glucose (alarm 20), indicating the ilet detected falling glucose and responded by reducing and stopping insulin delivery as intended. There is no evidence in the engineering logs of over-delivery caused by a device malfunction. The reported use of novolin r insulin in the ilet is clinically significant. Novolin r is off-label for use with the ilet, and because its action profile differs substantially from the rapid-acting insulins intended for the system, its use creates a significant risk of hypoglycemia, including severe hypoglycemia. Based on the available information, the most likely cause of the event was use of incorrect insulin, not a pump malfunction. In summary, this event is best classified as a serious hypoglycemic event with seizure requiring ems intervention and hospitalization, with available evidence supporting that the ilet functioned as intended and that the event was most likely attributable to off-label use of novolin r insulin. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6)2025, support was informed that the user experienced a severe hypoglycemic event resulting in seizures, ems transport, and hospitalization. Follow-up with the user¿s wife confirmed the glucose dropped to below 40 mg/dl and the user had three seizures. The wife called 911, ems treated with glucose, and the user was transported to the hospital. The user was admitted from (B)(6) 2025. Hospital glucose management was reported as manual injections. The user had not reconnected to the ilet at that time and planned to discuss restarting after follow-up with the hcp. It was also reported that the user had been using novolin r in the ilet cartridge, and the family stated they were unaware that a different insulin was required. A replacement pump was later arranged due to separate complaints about the device interface and button function.